Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer was treated with bolus. Customer's other blood glucose was 298 mg/dl, 300 mg/dl, 402 mg/dl. The customer declined troubleshoot for high blood glucose. Customer's wife states that gets supplies from medtronic was a bubble inside the insulin, small soda pop sized ones was okay. The insulin pump will not be returned for analysis.